Manufacturer narrative:
The field service engineer determined the gear pump pressure was out of adjustment. The pressure was adjusted and the degasser modules were replaced. All mechanical and operational checks were successful. Performance testing was run and was successful. The customer ran calibrations and all controls were acceptable to the customer. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys troponin t stat gen. 5 assay on a cobas 6000 e 601 module. All 5 samples initially resulted in a troponin t value of 0.037 ng/ml and these values were reported outside of the laboratory. The first two samples were from the same patient (patient 1). The samples were repeated on a second analyzer and all resulted in a troponin t value of < 0.010 ng/ml. The repeat results were believed to be correct. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The sample centrifugation time appeared to be too short and the centrifugation speed appeared to be too high. The investigation determined the service actions resolved the issue.